Manufacturer narrative:
E1 phone number: +1(047)3278214 b3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal. To conduct functional testing an accuracy test was performed. Functional testing was unable to verify or duplicate an unknown issue; however, the device failed the accuracy test. It was determined that the expulsor was the root cause. The dso seal was replaced and the expulsor was sanded down. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the device was sent it for repair for an unknown reason. There was unknown patient involvement.